Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-01222 / 01223).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of pain, joint effusion, bursitis, a tendon tear and elevated metal ion levels. Patient's legal counsel further reported that dead tissue was allegedly noted during the revision procedure. The modular head and acetabular cup were removed and replaced. This report is based on information set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This report is being filed to relay additional information, which was unknown at the time of the initial medwatch.there are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "it has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant.¿

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of pain, joint effusion, bursitis, a tendon tear and elevated metal ion levels. Patient's legal counsel further reported that dead tissue was allegedly noted during the revision procedure. The modular head and acetabular cup were removed and replaced. This report is based on information set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in medical records indicates the patient underwent a total hip arthroplasty on (B)(6) 2008. Operative report dated (B)(6) 2014 notes a revision procedure occurred due to groin pain, acute lymphovascular reaction, and elevated metal ion levels. Operative report further notes the presence of straw-colored fluid, cheesy-like debris, bone deficiency, a cyst, fibrous tissue and necrotic debris within the joint. During the procedure, the modular head and acetabular cup were removed and replaced and an acetabular liner was implanted.